Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR's were reported for this event. Please also see associated events: 0001825034 - 2018 - 04285 . Concomitant products: 139256 m2a-magnum 42-50 tpr insrt std, lot 221610; us157856 m2a-magnum pf cup 56odx50id, lot 510970; x11-170313 integral lot 397330. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer

Event description:
It was reported patient underwent a revision procedure approximately six years post-implantation due to pain, discomfort, and elevated ion levels. Revision surgeon reported metal-on-metal articulation and aseptic loosening of the acetabular component. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Upon receipt of additional information received, the patient underwent a revision due to pain and loosening elevated ion levels, bone fracture.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Additional information received of the reported event was confirmed by review of medical records. This information does not change the previously submitted investigation results. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.